Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy electrode. The area was described as the size of the electrode and weepy and burning. The patient's irritation was being treated by hospital staff. It was reported that the patient was using bactroban and kerlux bandages. During a follow up, it was reported that the patient had removed the lifevest and the irritation was resolved.